Event description:
It was reported that per the hcp's recommendation, the pt's pump was replaced in 2006 with a smaller, newer pump after 7.5 years. In 2007, approx 2 weeks prior to her scheduled pump refill, the pt began to experience difficulty sleeping, elevated blood pressure, and uncontrolled blood sugar. She became extremely ill and was rushed to the hosp via litter. She was described as "thrashing in and about the hosp." The morphine had run out of the pump 2 weeks early. There were no alarms, nor was there any way to have known that the pump had emptied early. She was receiving morphine for pain and clonidine for her neuropathy (medication concentrations and doses not reported). She hadn't had any blood pressure problems; therefore, the pump was removed and the pt required unspecified treatment for morphine withdrawal.